Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: non-device related asymmetry, and additional right side capsular contracture, baker grade unknown.

Event description:
Doctor reported non-device related asymmetry. Additional event of capsular contracture baker grade unknown. This record for the right side.